Event description:
Customer reported tubing leaked while it was connected to a baby on the 6e nicu. There was no pt harm or medical intervention. Although requested, no further pt or event info provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). The affected product has been received and the eval is pending. A f/u report will be submitted once the eval is completed.